Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet contaminated and the ejection sleeve stuck to the collet in the reported problem area of the pipette assembly. The collet, ejection sleeve, and plunger clamp were cleaned. The instrument was inspected, tested without further problem, and returned to service.